Manufacturer narrative:
(B)(4). Batch # m9180a. The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. There were no alert screens displayed at any time during testing. The device did not revert to the initial test mode at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. It could not be determined what may have caused the reported incident of: ¿the gen11 reverted to the initial test mode during the operation. Also, ¿tighten assembly¿ was displayed with an error sound¿. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. However, no alert screens were displayed at any time during testing. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information received: was the har36 accidently activated? No. How was the bleeding controlled in the second procedure? After bleeding occurred, the patient then had to have an abdominal laparotomy, converting to an open procedure, to control the source of the bleeding. There is no second procedure. How much blood was lost? No information. Did the patient require a transfusion? There is no a transfusion. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. No information. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No information. Does the patient has a known coagulation disorder? Yes, the surgeon said that bleeding for this patient was more easily than other people. Has the patient taken any steroids? No information. What was the patient¿s pre-op hemoglobin and hematocrit? No information. What was the patient¿s post operative hemoglobin and hematocrit? No information. What is the current patient condition? The patient is stable.

Event description:
It was reported that during a laparoscopic adrenalectomy bleeding occurred when the device was approached to the marginal liver. After bleeding occurred, the patient then had to have an abdominal laparotomy, converting to an open procedure, to control the source of the bleeding. Laparotomy was performed to stop the bleeding occurred.

Manufacturer narrative:
(B)(4). Additional information received: was the exact site of the bleeding identified? ---no information. How was the bleeding controlled? ---the suturing was additionally taken by hand. Does the surgeon believe that the device malfunction in a way to cause the bleeding in the liver? ---the surgeon said that he ended activating earlier than usual and he thought that the sealing was unsufficient due to it.